Manufacturer narrative:
(B)(4). Method: lens work order search. Result: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. The surgeon noticed defect on haptic during loading, using a microscope. No pt contact. Add'l info has been requested but none has been forthcoming. It is not clear if a malfunction has occurred. When add'l info is received, a supplemental medwatch will be submitted.